Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance inspection, the cardiosave intra-aortic balloon pump (iabp) unit was check for drive manifold leaks.

Manufacturer narrative:
Updated fields - e1(site country), h6(type of investigation, investigation findings, investigation conclusions). Corrected fields - d5(operator of med. Device, other operator of med. Device) at this time, additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.